Manufacturer narrative:
The reported events were loss of capture, low sensing threshold, and variance in pacing impedance due to lead dislodgement and concerns with the helix mechanism. The reported events of loss of capture, low sensing threshold, and variance in the pacing impedance were not confirmed, but the reported event of concerns with the helix mechanism was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of the reported event of ¿screw mechanism did not work¿ was isolated to the helix being clogged with dried blood/tissue and overtorqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, loss of capture, low sensing threshold, and large variance of the pacing impedance were noted on the right ventricular (rv) lead. X-ray imaging was conducted which revealed rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.